Event description:
It was reported that the system 9800md reinitialized during a procedure without being commanded to do so. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Construction in the building most likely caused power fluctuation, which caused the system to reinitialize. The system was tested and found to be working as intended and placed back into service.